Manufacturer narrative:
Date of birth: (B)(6). Device is a combination product (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the device found that the stent was not returned with sds. As part of the analysis, a review of the manufacturing data for the stent profile was performed and no anomalies were noted. The maximum crimped stent profile measurement at the time of manufacture was within specification. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on the balloon body indicating that the stent was crimped to the device prior to manufacturing. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner, outer and mid-shaft section found multiple inner/outer polymer extrusion kinks along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent dislodged inside the patient. The 80% stenosed target lesion was located in the moderately tortuous, severely calcified ramus1 and left anterior descending artery (lad) with a reference vessel diameter of 2.5mm. A 2.25x16mm promus element plus stent delivery system was advanced, but was not able to be placed to the target lesion and was not dilated. Upon removal, the stent dislodged at the very calcified ostium of the ramus1, which was closed afterwards. The stent was not able to be retrieved with a snare. The procedure was not completed due to this event. No patient complications were reported and the patient¿s status was stable.